Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d6b if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on the x ray/photo evidence provided, it is not possible to confirm that claim description is associated to a device failure. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device number; and no non-conformance was found during the review.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon revised a global hemi shoulder replacement due to concerns of glenoid wear from the prosthetic humeral head. Primary hemi shoulder replacement was carried out in 1999, unfortunately there are no records of the primary case. Surgeon removed the humeral head and implanted a glenoind anchor peg glenoid prosthesis and replaced the humeral head. Evidence does suggest that glenoid wear is a concern after hemi arthroplasty of the shoulder. Patient experienced pain. Affected side: right.